Event description:
Pump was returned for service with no problem reported. Review of the device's event history revealed a failure code 812:02 had occurred on pump channel a. The facility was unable to provide information regarding whether or not the device was in use on a patient when the failure occurred. There were no reports of any patient injury or medical intervention resulting from this situation. No additional details were available.